Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. Caller believes her controller is possessed. Caller reports patient have groups a, b, and c. Caller reports she will notice stimulation turns itself off several times. Caller reports when stimulation is on, she would go and check the intensity, the intensity is set at 0. Caller reports when she switch group b to a, she would notice intensity is set at 0, but when she hit the up button to increase intensity, she notice the intensity jumps to her original setting. The patient was redirected to their healthcare provider to further address the issue. Suggest caller to have her ins programming assessed. Caller reports last night when she was charging at 30% she noticed the screen says finished. Reviewed the screen message.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported during patient meeting on (B)(6), it was found that some adaptivestim intensities were set to 0. So in some positions the stimulator would turn itself to an intensity of 0 and the patient thought it was turning off entirely. Adaptivestim was reconfigured so that appropriate intensities were set for each position on every group. In addition, adaptivestim angles were adjusted so that positions were registering correctly in the battery and intensity jumps were less frequent. Utilized ¿check position¿ to ensure that battery was responding correctly to position changes. Issue seems to have been resolved as we have not heard from (B)(6) since this appointment. She said she would be in touch if the issue persisted, but she has not reached out since. Weight is unknown at this time. (B)(6) was debriefed following this appointment